Manufacturer narrative:
Device evaluation follow-up #1 submitted on (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2012, with the following findings: black box review shows one "no cartridge detected" and several "loss of prime" due zero force warnings on the reported failure period. During a "load" step attempt, the pump was unable to recognize the cartridge. Testing was unable to take the force sensor calibration reading due "load step malfunction." The pump cover was removed to inspected the printed circuit board and misaligned component was found. No other defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the distributor contacted animas, alleging a prime (load step malfunction) issue. The distributor alleged the cartridge emptied completely during the load step. No further information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Recall # 2531779-03/24/2010-003-r.